Event description:
Per the clinic, the patient demonstrated inconsistent auditory responses during programming. No intra-operative nrt could be obtained. The device was explanted (B)(6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
A report has been received regarding an event which occurred on (B)(6) 2010. The facility has been contacted for further information regarding the event. Reportedly, the patient had been receiving dialysis when an internal blood leak was detected. The leak was reported as "gross" in that visible blood could be seen entering the dialysate. There was approximately 157cc's of blood loss and no blood was returned to the patient. The patient required to medical intervention but a blood transfusion had been considered. The patient is reported as being fine and samples are available for evaluation.

Manufacturer narrative:
Per patient's surgeon, the device is not available for analysis.(B)(4). Device not available for analysis.